Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the display is blank currently. The display did not return even after inserting new battery. Customer states the contacts on the battery cap are missing. A new battery cap will be sent to the customer. The insulin pump will not be returned for analysis.